Event description:
Medtronic received information that this bioprosthetic valve, implanted 5 years, was explanted due to stenosis secondary to calcification.

Manufacturer narrative:
(B) (4). Device history could not be reviewed as the serial number is unknown. Results: other - extensive mineralization and pannus on conduit. Conclusions: cause of event determined to be a patient related condition. Analysis: upon receipt at medtronic's quality laboratory, three sections of the valved conduit were received. Leaflet remnants remained attached to two sections. All existing leaflet tissue was flexible. Pannus remained attached to the inflow aspect of the largest piece. Radiography showed extensive mineralization on all three pieces. Conclusion: reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition.